Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose but hospitalized. Customer's blood glucose was 600 mg/dl. The customer was excepting adjustment at his appointment today. Customer reported the incidents for documentation only.